Event description:
Additional information was received from the patient. The cause of the settings changing was not determined. They could not seem to get a setting that worked. They were seeing their healthcare provider (hcp) to get more direction on device settings. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was still wetting themselves all over the place and have not gotten a 50% reduction in symptoms since implant date. The patient stated that their symptoms were almost to how they were prior to implant date. Patient noted that they were leaking enough to change clothes. The patient stated that they spoke with manufacturer representative (rep) about this issue on may 9th and the rep walked the patient through increasing the stimulation on program 2 to 0. 9, but the patient did not notice any improvement in their symptoms over the past week. The patient requested guidance as to what they should do because the rep advised them to contact patient services for further assistance. The patient mentioned that the ins literature was "crap" and the video was light on information. During the call, agent reviewed stimulation considerations. The patient was on program 2 and they were surprised to see that the intensity was set to 0.6. Agent reviewed that the intensity does not change on its own. The p atient increased the stimulation to 0.7 and confirmed they felt stimulation comfortably in their bicycle seat area. Agent reviewed program considerations if they felt they still were not getting at least a 50% reduction in symptom control on the current program after making further increases. The patient stated that they will monitor symptoms on the current program and intensity and adjust as they deem necessary.

Manufacturer narrative:
Concomitant medical products: product ID neu_label_acc (serial: unknown); product type: 0001-accessory; medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the steps taken to resolve the issue included an in office visit to check device settings. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.